Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during an meniscus repair that the spring on the customer's omnispan meniscal applier broke causing the gray trigger to be loose and not deploy the 2nd implant. The gray trigger never retracted allowing the 2nd implant to move into position to be fired. The surgeon cut out the first implant since the second one did not deploy and used another implant adjacent to the original spot to complete the repair.